Event description:
It was reported that at the user facility the core console with integral irrigation pump was only running the handpieces in reverse. No further information was provided by the user facility.

Event description:
It was reported that at the user facility the core console with integral irrigation pump was only running the handpieces in reverse. No further information was provided by the user facility.

Manufacturer narrative:
Routine maintenance was performed on the device and it was returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.